Manufacturer narrative:
There is an instruction that states, "do not tuck in, trap, fold, cross, pinch or wrap control or cord within the heating pad or any other insulating material during use" and consumer failed to perform that instruction.

Event description:
Consumer alleges his controller melted. There was not a report of personal injury or property damage with this incident.